Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation. Facility name truncated due to character limit: (B)(6). Facility address truncated due to character limit: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on two different cobas liat analyzers which yielded a negative result for all targets. A new sample was retested on the cobas liat and generated negative results for all targets. The positive result was reported to the medical personnel and to the patient. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.